Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a spine surgery it was observed that the attachment device was " not spinning". There were no delays in the surgical procedure as an identical spare device was available for evaluation. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and observed that the device does not function at all. Therefore, the reported condition was duplicated and confirmed. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).